Manufacturer narrative:
Investigation: two (2) pictures received and observed there¿s foreign matter next to the complaint sample. As there¿s no sample available, we are unable to further investigate on the defect nature. The process flow had been traced and there¿s no area being identified that can generate the dirt. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Without a sample, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that foreign matter was found in an 18 g x 1 1/2 in. Bd eclipse¿ needle. This was observed before use and there was no report of injury or medical interventions.